Manufacturer narrative:
This report is for six (6) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Partial part number reported is 204.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5mm locking compression plate (lcp) low bend medical distal tibia plate and nine (9) unknown cortex screws were removed on (B)(6) 2017 due to three (3) broken screws. The plate and screws were originally implanted on (B)(6) 2017 due to a mid-shaft tibia fracture. The patient fell on an unknown date postoperatively. It was determined by x-ray that three (3) screws were broken. All hardware was removed and patient was not revised to additional hardware. There was a 10 minute surgical delay to drill around the screws to try to remove them. A portion of one (1) screw could not be removed and remains in the patient. The surgery was successfully completed with good patient outcome. Possible infection was noted and the devices were sent to pathology. This report is for six (6)) unknown cortex screws. This is report 3 of 3 for (B)(4).